Manufacturer narrative:
The device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. Review of service history and event logs: we conducted a review of the device's 12-month service history, which showed cn-332118 similar event. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue.

Event description:
A complaint was received regarding plum 360 driver new that experienced unexpected shutdown. It was reported by the initial reporter: ¿the ICU medical plum 360 was infusing cardene for hypertension control. The patient was receiving the maximum dose. The IV pump shut itself off. The registered nurse (rn) recognized the pump failure and replaced the IV pump preventing any harm to the patient. The failure of the pump had the potential to cause harm and potential death because patient is extremely hypertensive with this medication. The pump received preventive maintenance, and the battery was replaced 5 months prior.¿ the event occurred at the hospital user facility. The intended procedure was the infusion pump would infuse the patient without shutting down and exposing the patient to potential harm. There was patient involvement, no patient harm and there was delay in therapy. Additionally, the reported issue was on (B)(6) by (B)(6), however they did not have any record of it being reported to them as an rl or needing removal from circulation. Also, given several months have passed, they are unable to proceed with shipping for further inspection. Uf/importer report # (B)(4).

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.